Event description:
It was reported by a baxter sales representative that a customer alleged a patient that was on an envella bed got sand particles in their eyes and sustained 'ocular surface'.

Manufacturer narrative:
It was reported by a baxter sales representative that a customer alleged a patient that was on an envella bed got sand particles in their eyes and sustained 'ocular surface'. The baxter sales representative obtained the following additional incident information from the customer. On (B)(6) 2024, the patient was placed on an envella bed. On (B)(6) 2024, the patient reportedly developed acute onset of blurred vision, irritation, and foreign body sensation. Symptoms developed after transfer from the sand bed and the patient stated he got particles from the bed in his eyes. Examination showed 3+ interpalpebral punctate epithelial erosions (pee) in the left eye, and 1+ in the right eye. No foreign body on lid eversion. Impression: ocular surface disease in left >> right eye; possible prior foreign body, left eye. The patient had complete resolution of symptoms with topical proparacaine. The patient was started on erythromycin ointment bid in the left eye and was instructed to continue artificial tears bid-tid in both eyes. The patient was reported to be doing well. Information was requested from the customer but not provided including the patient¿s medical history, clarification on 'possible prior foreign body, left eye', if a flat bed sheet was used to separate the patient from the filter sheet, and additional device allegation details. The envella® air fluidized therapy system is intended for medical purposes to help treat or prevent pressure injuries, to treat severe or extensive burns, or to aid in circulation. This bed is an ideal support for patients who have advanced pressure injuries, flaps, grafts, or burns, and require frequent transfers or variable head elevation, and any other conditions appropriate for air fluidized therapy. The device instructions for use (IFU) provides the following warning: after contact with beads, always wash your hands, and do not rub your eyes. If beads contact the eyes, corneal abrasions or inflammation could occur. Always use a full-size flat bed sheet to separate the patient from the filter sheet. If the filter sheet becomes damaged and a leak occurs, the device IFU states to contact hillrom as soon as a leak occurs and provides instructions to temporarily repair the damaged filter. The baxter service technician inspected the envella bed for uncontained sand, and none was found. Additionally, no holes were noted in the filter sheet or liner. Ocular surface disease is a condition that affects the quality or quantity of tears and the health of the eye surface commonly resulting in dry eye. Punctate epithelial erosions are characterized by a breakdown or damage of the epithelium of the cornea and may be seen with different disorders including but not limited to dry-eye syndrome, blepharitis, acute bacterial conjunctivitis, and trauma. In this event, the patient was allegedly exposed to sand particles from the envella bed, which reportedly caused irritation and blurred vision. Ophthalmological examination showed ocular surface disease (left > right) and possible prior foreign body of the left eye. The patient required medical intervention (antibiotic ointment) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the event is undetermined as there was no evidence of uncontained sand or damage to the filter sheet or liner during inspection by baxter.